Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) is unable to be interrogated and is assumed to be at end of service (eos). The ipg remains in the patient. No patient complications have been reported as a result of this event.